Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Product was provided for investigation. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. Performance data was reviewed and signal loss was found within the investigation window. However, the device operated within specification. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.